Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experiences frequent low blood glucose values due to not eating. The patient did not eat frequently since she was busy. Her blood glucose was 18 mg/dl at one point. Troubleshooting was declined for the low blood glucose. However, troubleshooting occurred for a no delivery alarm she received. The alarm was resolved by changing the infusion set and the reservoir. The reservoir was not returned for analysis.